Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 5. During the preparation of the triclip steerable guide catheter (tsgc), it was noted that the rotating valve of on the dilator was turned the wrong direction causing a separation. The physician proceeded with the procedure with a three-way stopcock. One clip was successfully implanted. To further reduce tr, an additional clip was inserted. Due to the length of the procedure, the physician decided to invert the clip back into the atrium. It was noted that the fastener on the dc handle was not tighten. While the physician released the f knob and the - knob, the clip jumped back into the ventricle, causing the clip to become caught in the chordae. The physician tried to remove the clip from the chordae, causing the clip to prematurely activate. The clip was only attached to the lock line. The devices were brought back to femoral vein, where it was surgically removed. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported unintended movement appears to be related to user techniques. The reported difficulty to removing the clip from the anatomy was cascading effect of unintended movement. The reported premature activation appears to be related to the troubleshooting and user techniques. The reported improper or incorrect procedure or method (failure to follow steps/instructions) was due to the user did not tighten the fastener on the dc handle and excess force used on the system. The reported patient effect of tissue injury, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported surgical intervention was a result of case-specific circumstances as it was surgically removed the clip. There is no indication of a product issue with respect to manufacture, design or labeling.